Manufacturer narrative:
Investigation summary: a 2000e china sample was not available for investigation; however, the customer confirmed the complaint sample was from lot 21125713. The feedback provided by the customer indicates leakage was detected from the smartsite component upon connection with a luer slip syringe as the piston "rebounded". Further information provided by the customer indicates the smartsite component was oval in shape. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21125713 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note, the cause of the oval smartsite issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported by the customer that during use of the bd smartsite¿ needle-free connector there was fluid leakage. The following information that was provided by the initial reporter: the patient was treated in the hospital on (B)(6) 2022, and the needle-free closed infusion connector was used to flush the tube. The joint rebounded, resulting in fluid leakage. The needle-free closed infusion connector was replaced on (B)(6) 2022, and the infusion was smooth on (B)(6) 2022. Adr# (B)(4).